Event description:
As reported, during transurethral lithotomy (tul), the basket of an ncircle tipless stone extractor would not open/close. The device was tested prior to making contact with the patient when the issue was discovered. Another same type device was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Name and address: postal code: (B)(6). PMA/510k #¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, during transurethral lithotomy (tul), the basket of an ncircle tipless stone extractor would not open/close. The device was tested prior to making contact with the patient when the issue was discovered. Another same type device was used to complete the procedure. Investigation ¿ evaluation. A device failure analysis was conducted on the returned device. The investigator made the following notation: product was returned without packaging. All fittings were tight. The handle could not actuate the basket. There was a slight kink in the basket sheath at the support sheath. Handle was disassembled, could not manually actuate the basket. It was also noted that the support sheath was separated from the basket sheath. A functional test confirmed the basket of the device was closed and could not be opened. The support sheath and basket sheath had separated, preventing the motion of the handle from functioning the basket. The cause for the separation could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, during transurethral lithotomy (tul), the basket of an ncircle tipless stone extractor would not open/close. The device was tested prior to making contact with the patient when the issue was discovered. Another same type device was used to complete the procedure. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. A device failure analysis was conducted on the returned device. The investigator made the following notation: product was returned without packaging. All fittings were tight. The handle could not actuate the basket. There was a slight kink in the basket sheath at the support sheath. Handle was disassembled, could not manually actuate the basket. Reported failure mode has been confirmed, unable to determine cause. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was closed and could not be opened due to sheath damage. The basket sheath was kinked at the support sheath. The kink was preventing the basket assembly from moving freely within the basket sheath. The cause for the damage was unknown. Excessive force may have been inadvertently applied to the device, however no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.